Manufacturer narrative:
Visual evaluation of the returned device found the brush extended and bent, and several kinks were found along the working length. Additionally, some of the paint was scraped off of the blue band on the distal end of the catheter. A .035'' guidewire was inserted into the guidewire channel and exited without issue, and the device and guidewire were inserted into a duodenoscope with a 2.8mm working channel. During functional evaluation, the handle could not be actuated because the blue seal cap was fastened too tightly (it is possible that the complainant tightened the blue cap prior to product return). When the blue cap was loosened, the handle would actuate and the brush would extend; however, the brush would not fully retract. The bend in the brush and the kinks along the working length impeded the drive wire from moving freely within the catheter. The condition of the returned device was not consistent with the complaint that the device would not advance along the guidewire; the complaint was not confirmed. The analysis determined that the rx channel was within dimensional specifications and met current performance requirements. Although there was no mention of difficulty retracting or damage to the brush in the complaint, the working length was found to be kinked, the brush was bent and would not retract, and paint had been scraped off of the distal end of the catheter. Based on the investigation results, the most probable root cause for the defects identified is operational/physiological context. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an rx cytology brush was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2011. According to the complainant, when the physician attempted to load the brush over the guidewire, the brush would not advance over the wire. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results: brush bent and difficulty retracting.